Event description:
Additional information received from the patient on 29-aug-2016 reported his spinal cord stimulation (scs) was vibrating in his rib cage and was not going in his legs like he wanted it to. The patient had met with the rep who had reprogrammed it and it was doing ok for 2 weeks then went back in his ribs. The patient also noted that he was trying to schedule with a manufacturer's representative (rep) because he missed his appointment on the day of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported the implantable neurostimulator (ins) was zapping them in their hips so the manufacturer¿s representative (rep) reprogrammed the device. It was noted the rep. Wasn¿t aware of the zapping sensation but was aware the consumer was sensing stimulation in their hips, so reprogramming was performed and they thought it was resolved. After the device was reprogrammed the zapping didn¿t go away completely but was ¿okay.¿ five days after reprogramming was performed it wasn¿t working like it should because stimulation wasn¿t going down both legs like it was supposed to. It was noted the lead wasn¿t ¿on center¿ so they were working on reprogramming. The healthcare provider (hcp) further reported the consumer had lumbar degenerative disc disease and the cause of the zapping in their hips and no stimulation their legs was due to reprogramming. The issue regarding zapping and no stimulation was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.